Manufacturer narrative:
A test p-cap and reservoir does lock into place inside the reservoir compartment properly. Device passed the displacement test. Device was received with the case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads. No cracked on the reservoir tube or reservoir tube lip noted during physical inspection. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by the medtronic indicated that the insulin pump was damaged at the screwed reservoir area. Customer stated that the insulin pump had cosmetic damaged. Customer reported that the reservoir was not able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.